Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro 1233255: it was reported that a volume inaccuracy issue occurred; the pump over infused. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal and with a dent air detector. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications, which was the cause of the reported problem. For corrective action, the expulsor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
H6) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.